Event description:
It was reported that the customer had high blood glucose levels of 143 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself during bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, cracked case near display window corners, broken belt clip slot, and a cracked reservoir tube lip. No numbers ramping up on their own noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).